Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire resistance occurred. The target lesion was located in the moderately tortuous abdominal aorta. This xch/035/260 amplatz super stiff guide wire was selected for a stent grafting procedure. While advancing the amplatz guide wire, it was noted that the movement of the guide wire was not smooth and resistance was encountered during introduction. When inserting the guide wire into the sheath, an abnormal "buzzing" sound was noticed and it was noted that the guide wire may have made contact with the sheath causing the surface of the guide wire to be grazed. Prior to using the amplatz guide wire, the physician wiped the device with a moistened absorbent cotton to make the movement of the guide wire smooth and the physician thought that the surface of the guide wire may have been grazed at this time as well. Resistance was also noticed upon removal of this guide wire. The procedure was completed with another amplatz guide wire with no issue. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating along the body of the guide wire

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection determined peeling along the body and it appeared that it was pushed against a sharp object. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).